Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Customer changed the pump supplies and administered manual insulin injection to address the elevated (bg). Ultimately, the customer reverted to an alternate form of insulin therapy.